Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical notification received for revision to address failed right total knee arthroplasty secondary to aseptic loosening. Date of implantation: 12/03/2012, date of revision: 10/17/2019, (right knee). Treatment: revision of tibial tray, tibial insert, and femur components; patella retained.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.